Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient experienced a ¿shocking¿ sensation in her hands when the stimulation was on. She just started feeling this sensation today. She turned her stimulation on and felt it, then turned the stimulation off and the sensation in her hands went away. There were ¿problems with the lead wires¿. Two lead wires were implanted in the thoracic area. It was recently discovered that she had 2 bulging discs in the thoracic area that was messing up her therapy. She was keeping the stimulation therapy because she also has neuropathy and the ins helps the neuropathy pain. Additional information has been requested.